Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received six shocks while exercising. The patient presented to the emergency room where their device was interrogated. The rv pacing impedance was noted to have dropped to approximately 200 ohms. There were episodes of noise that had been oversensed which had lead to inappropriate shock therapy and subsequent therapy exhaustion. Isometrics were performed and the noise was able to be recreated. A lead insulation issue was suspected. The patient was seen for a lead revision procedure where the lead was attempted to be explanted. The physician encountered difficulty in removing the lead, therefore, the lead was cut and capped. A new lead was successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.